Event description:
Caller alleged false positive troponin (tni) results. While the alere clinical consultant and the account executive were in the account, the ed received the following results: triage cut off for positive tni: .20. No pt info was provided.

Manufacturer narrative:
Investigation pending.